Event description:
Customer reported via phone, she experienced low blood glucose of 20 mg/dl and was taken to the hospital. She attempted to administer four units of insulin earlier and the insulin pump gave her 7 or 9 units. Treated low with food and blood glucose was 137 mg/dl. Customer also woke up with a low of 59 mg/dl. Troubleshooting was not performed as customer refused to disconnect from the device. Customer called back on 07/14/2015, due to she was still having issues with the insulin pump. Customer stated she had issues with her kidneys. Her blood glucose was high over 300 mg/dl. Customer was advised to speak to her doctor in regards to issues that have occurred. The device is not being returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.